Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 300 units of insulin during the load sequence. The customer re-loaded the cartridge to resolve the issue. It was also reported that the insulin gauge was inaccurate. Customer declined further troubleshooting with tandem technical support to resolve this issue. Customer¿s blood glucose level was 143-180 mg/dl during each event.